Event description:
In early 2008, a male was implanted with a gore propaten vascular graft in an a-v access procedure from the brachial artery to the axillary vein. On approx nine months later, the patient presented with a moderate pseudoaneurysm and the repair of the pseudoaneurysm was performed.